Event description:
The patient reported via social media that after 6 months of implant, the vns device "broke" and had to be disabled. No additional relevant information has been received to date.

Manufacturer narrative:
D4 model #, corrected data: initial report should have used ¿ni¿ in place of ¿10x¿